Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient underwent a breast revision procedure involving durasorb (ID: ptm1025). An inflammatory response was observed on the inframammary fold (imf), along with micro dehiscence. However, the surgeon was not certain whether the durasorb caused the issue.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The durasorb (ID ptm1025) was not returned for evaluation as the product was implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.